Event description:
It was reported that during an implant procedure that the physician was unable to access the right ventricular set screw to attach the lead to the implantable cardioverter defibrillator (ICD). Different screwdrivers were attempted but still unsuccessful. The physician elected to complete the procedure with a different ICD. The patient was discharged following the procedure.

Manufacturer narrative:
The reported complaint of connection problem was not confirmed. The device was received in normal range of option for analysis. Further analysis of device image, electrical testing and longevity assessment were normal with no anomalies found. Mechanical evaluation of header was performed and rv septum was damaged and setscrew was noted to be stripped consistent with incorrect insertion of torque wrench having occurred during procedure. No other anomalies were found.